Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 06/12/2016 alleging that on this day, the patient experienced hypoglycemia while on an insulin delivery back-up plan due to the insulin pump experiencing a power issue on (B)(6) 2016. The patient reportedly had blood glucose measuring 1.3 mmol/l and experienced unconsciousness, labored breathing and diaphoresis. Emergency medical services were reportedly called and the patient was treated by emergency services in the patient home. The reporter alleged the patient stopped using the insulin pump because the pump experienced a power issue with moisture inside the battery compartment and a crack in the battery compartment. This complaint is being reported because the patient reportedly experienced hypoglycemia while on an alternative method of insulin delivery after the pump experienced a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: on investigation, there was visible moisture behind the display lens and corrosion inside the battery compartment. The battery compartment was confirmed to be cracked. A battery cap was not returned for investigation; a test cap was used to complete the investigation and secured properly to the pump. On testing, the pump failed to power on; there was no functioning audio tone or vibratory features and the display screen remained blank. Data download from the pump was not possible. A leak test revealed moisture leakage at the battery compartment damage. Internal moisture ingress was confirmed.